Manufacturer narrative:
Results: optical inspection of the lead showed multiple broken wires in the lead paddle. The broken wires likely caused an intermittent stimulation prior to detaching from the electrodes, which also caused the stimulation to feel like it was turning on and off. The broken wires were consistent with an overstress condition while implanted in the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02694.